Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after experiencing cardiac arrest and was resuscitated. Upon interrogation, stored non-sustained episodes noted that the patient had a ventricular fibrillation rhythm. Due to the very fine amplitude of the rhythm, the implantable cardioverter defibrillator exhibited undersensing and did not reach tachycardia detection to deliver defibrillation therapy. The device was reprogrammed and the patient was placed on extracorporeal membrane oxygenation support.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. No further information available.